Event description:
Hill-rom technical support received a report from the account stating the pt positioning module would not set. The bed was located in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to zero the bed scale. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010. It is unk if the facility performed any other preventative maintenance on this bed. The account zeroed the bed scale and the pt positioning module was able to set. Based on this information, no further action is required.